Event description:
It has been identified that the device associated with this record is not manufactured by allergan. This record is no longer reportable to the FDA and will be un-reported.

Event description:
Healthcare professional reported, right side device rupture. And siliconoma in the armpit. The device remains implanted.

Manufacturer narrative:
Continued e.1:. Phone number: (B)(6). The event of "granuloma" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "defect implants with silikonomas in both armpits".